Event description:
An aus device was implanted, details to the surgery not provided. On 9/4/97, it was reported that the pt was to have a revision surgery. On 2/22/98, the cuff was removed from the pt due to erosion. Ams has requested add'l info.